Event description:
This case concerns a 75-year-old female patient with a history of rectal cancer treated by low anterior resection, radiotherapy, and chemotherapy was in (B)(6) 2025 initiated on peristeen transanal irrigation for fecal incontinence following her surgery. She had been using peristeen for approximately 4 months, with irrigation usually performed by a caregiver. On the day of the incident in (B)(6) 2025, the patient decided to perform the irrigation herself. The procedure was carried out as instructed, with uneventful catheter insertion and balloon inflation (3¿4 pumps), and the prescribed volume of water was instilled. However, upon completion, the patient removed the rectal catheter without first deflating the balloon. She immediately experienced severe abdominal pain and was admitted to the hospital. Urgent imaging was performed, and she underwent surgical intervention, including laparotomy, abdominal lavage, and a hartmann procedure with colostomy formation. The hospital admission lasted two months. At discharge, the patient¿s condition was considered resolved but with persistent sequelae: she had developed a median incision hernia and required a permanent colostomy. No additional information required.